Event description:
In a phone conversation with the nurse contact ((B)(4)) at the facility, the contact stated in a very rapid narrative that an under (B)(6) female patient had undergone an acl repair with the use of rigidfix sometime in (B)(6) 2011 at another facility. The patient developed a superficial infection at the wound site several weeks post-op and was supposedly treated. The patient is now at this point in time at this facility under "infectious disease" care with infection in the joint of the subject knee. The patient is being treated with antibiotics and will be for a projected 18 months. The contact asked about how long it would take for the rigidfix pins to absorb, this author told her approximately 18 months, however, the rate depends on many factors; i.e., mass, physiology, etc., it could be faster or longer, it all depends. The contact was given this file reference. Although there is no correlation or accusation that the infection and the mitek product are related, this file has been established to document the ongoing issue.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Manufacturer narrative:
One hundre forty eight days have passed since this issue was reported to mitek, and to date, despite outreaches for further detail, no additional information other than what was originally reported has been received. We cannot discern a root cause for the reported issue. At this point in time, no further action is warranted. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.